Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor was unable to complete a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to cold solder joint, causing an open resistor on the computer/analog board. The root cause for the cold solder joint and open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.